Event description:
Patient was undergoing procedure for cerebral artery embolization using penumbra 400 coils. Penumbra px slim 090 delivery microcatheter was advanced to the aneurysm and an enterprise vrd neuroform stent was inserted. The first coil used was too large for the aneurysm and the physician attempted to withdraw it. While pulling the coil back, the px slim was discovered to be broken into two pieces about 20 cm from the hub. The broken part of the catheter was not located inside the patient¿s body. The pxslim was substituted for a different manufacturer¿s microcatheter and the operation was continued without incident. The break in the catheter caused no adverse effects on the patient¿s health. Physician¿s comment: the px slim was difficult to manipulate due to malfunction of the valve of the y-connector. No matter how much the valve was opened, backflow of blood was not observed. This malfunction might have caused the break in the pxslim090

Manufacturer narrative:
Results: the catheter is fractured into two halves. The break is approximately 33.3 cm from the hub and shows material deformation including stretched polymer and unwound support coil at the break site. Conclusion: the complaint has been evaluated. The complaint indicates that the pxslim090 fractured outside the patient's body while the coil 400 was being retracted. Upon evaluation, the catheter was noted to be fractured into two pieces. Based on the observed damage and the description of the complaint which states that the physician manipulated the catheter with "difficulty", it appears that the catheter was manipulated with a force in excess of the tensile strength of the material, causing the catheter to break. The physician requested that the rhv and valve be evaluated with the catheter however, these were not returned. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.